Event description:
It was reported that a patient underwent a tumorectomy procedure of abdominal wall muscle on (B)(6) 2010. A drain was placed in the abdominal wall and a reservoir was connected. The reservoir functioned properly upon first activation. On (B)(6) 2010, the reservoir was still functioning properly in the morning. That same afternoon, the reservoir neither sucked nor inflated with air when the drain was cut to remove from the patient. The patient's fluid was disposed of and the reservoir was re-activated, but it would not suck in any air. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.